Event description:
It was reported that high pressure alarms have been occurring frequently since priming. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. No physical damaged was found on the device. A review of the history log confirmed that there was a record of the high-pressure alarm occurred during pump operation on march 12, 2024. Functional testing could not confirm/replicate the reported issue. The occlusion detection level of the dso sensor was within the standard. Possible defective downstream sensor or cassette product. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventively, the downstream sensor was recalibrated. Perform all function tests and all passed.